Event description:
Material #: 515070. Batch #: 21129005. It was reported by the customer that white connector came unattached from the end of tubing, causing chemotherapy to leak from system. Verbatim: white connector came unattached from the end of tubing, causing chemotherapy to leak from system.

Manufacturer narrative:
(B4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a1205 - loose or intermittent connection. Patient problem code: f24 - insufficient information. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.